Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: py-60ad) . We also confirm there were not any abnormalities on the loop pull strength test result of the material lot. (Mat lot no.: sysk-60-06). After post-operative iol explantation, the iol was returned. The iol was cut in half. One haptic was deformed at the middle part and detached from the optic. The haptic and remained inside the nozzle and toward to the nozzle tip. The dye test result showed the injector tip was properly coated. We could release a reinstalled iol from the returned injector without any problems. The loop pull strength test result of the opposite haptic showed the haptic was properly bonded. (0.99 n). Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2021. One haptic was separated in the patient eye. The iol remained in the patient eye as of (B)(6) 2021. Patient impact: temporarily decreased va. The iol was explanted from the eye on (B)(6) 2021 since the patient couldn't see things well. The visual function of the patient is good after iol exchange.